Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he met with a manufacturer¿s representative (rep) and she programmed his device and everything was working fine and he was feeling stimulation on both sides. The patient reported that he woke up this morning and was only feeling stimulation on the left side. The patient reported that when he went to bed he was feeling stimulation on both sides. The patient reported that he used his controller to check the therapy setting and adjust setting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient. It was reported that stimulator still has not been working and because it was not working, the patient has not used external equipment and lost the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had a loss of therapy and was having pain on one side. No further complications are anticipated.